Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was having trouble keeping the sensor on her body. Customer also reported that her blood glucose level was 146 mg/dl but sensor glucose level was 70 mg/dl. During troubleshooting, customer mentioned her blood glucose was around 50 or 60 mg/dl. Customer will not be returning the device for analysis.